Event description:
It was reported that the deep brain stimulation (dbs) patient was unable to establish communication between the remote control and the implantable pulse generator (ipg) post revision procedure reported in (MFR# 20984006). It was suspected by the clinical team that the battery was dead so there were several attempts made to charge the ipg unsuccessfully. The ipg remained undiscoverable to the rc. X-ray imaging was performed as the physician believed the ipg had flipped around in the pocket preventing efficient charging. The patient later underwent a revision procedure where the ipg was repositioned. The patient continued to experience communication and charging issues postoperatively. Additional information was received that during the previous revision procedure (MFR#20984006) the physician utilized a plasma blade at a very low setting of two. Shortly after it was discovered that the battery had flipped and the patients charge deteriorated rapidly. The physician believes that the use of the plasma blade possibly caused damage to the ipg and caused the battery to deplete. This event was previously reported. See MFR. Report 21072345.

Manufacturer narrative:
Correction to block b5.

Manufacturer narrative:
Correction to block b5.

Event description:
It was reported that the deep brain stimulation (dbs) patient was unable to establish communication between the remote control and the implantable pulse generator (ipg) post revision procedure reported in (MFR# (B)(4)). It was suspected by the clinical team that the battery was dead so there were several attempts made to charge the ipg unsuccessfully. The ipg remained undiscoverable to the rc. X-ray imaging was performed as the physician believed the ipg had flipped around in the pocket preventing efficient charging. The patient later underwent a revision procedure where the ipg was repositioned. The patient continued to experience communication and charging issues postoperatively. Additional information was received that during the previous revision procedure (MFR#(B)(4)) the physician utilized a plasma blade at a very low setting of two. Shortly after it was discovered that the battery had flipped and the patient's charge deteriorated rapidly. The physician believes that the use of the plasma blade possibly caused damage to the ipg and caused the battery to deplete.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the deep brain stimulation (dbs) patient was unable to establish communication between the remote control and the implantable pulse generator (ipg) post revision procedure reported in (MFR#). It was suspected by the clinical team that the battery was dead so there were several attempts made to charge the ipg unsuccessfully. The ipg remained undiscoverable to the rc. X-ray imaging was performed as the physician believed the ipg had flipped around in the pocket preventing efficient charging. The patient later underwent a revision procedure where the ipg was repositioned. The patient continued to experience communication and charging issues postoperatively.